Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the catheter leaked after insertion and during transfusion.

Manufacturer narrative:
(B)(4). The customer returned a one lumen cvc catheter. Visual inspection was performed and an opening was found below the 20 cm mark on the catheter. The opening was microscopically examined and determined to have been caused by a sharp object. The catheter body was measured to be 206 mm in length, which is within specification. An inventory lab syringe was used to pass water through the catheter and the leak at the 20 cm mark was confirmed. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product caution against altering the length of the catheter. The customer reported issue of the catheter body leaking was confirmed during the sample investigation. During visual inspection a cut that appeared to have been made by a sharp object was found below the 20 cm mark on the catheter body. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the catheter leaked after insertion and during transfusion.